Event description:
Additional information was received from the rep.it was reported that "patient has mentioned communicator unpaired, we fixed the error over the phone. Only other report of communicator error is when patient stated they had a new one sentto them which had been paired by support. On (B)(6) 2025 patient cancelled appointment with rep. On the date of (B)(6) 2025: patient called and stated they had a new communicator that had been paired by customer service. Patient stated they ¿were receiving around 85% relief with the stimulator. Patient also stated they were unhappy with small minor pains that come and go throughout the day¿. Requested to meet for a program that would handle said pains.later that day requested having patient turn off stimulation for a baseline before reprogram. Patient requested rep not to turn off device due to ¿not being able to function without it¿. On (B)(6) 2025 rep appointment with patient. Reprogrammed device to attempt for better relief in areas of concern. Patient stated stimulation covered the areas ofpain. Ran stimulation sub-threshold for a week. On (B)(6) 2025 patient reached out for update after reprogramming. Patient stated ¿they have been practically pain free (95% overall relief) since adjustment. Patient has not contacted since 2025 with updates or concerns.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with their communicator and the issue began this morning. Patient stated they felt a sensation in their hip last night but they didn't do anything about it and just let it go. Patient mentioned the communicator has lost communication with their handset and they are asked to put a code. Agent walked patient through toggling bluetooth off/on, patient opened the mystim app, entered the code of the communicator manually, then placed the communicator over their implant but the handset showed not found. Agent walked patient through resetting the communicator, closing all applications and toggling airplane mode on/off. Patient tried to connect to the mystim app, but the handset showed not found again. Agent instructed patient to power off the handset and reset the communicator. After 2 minutes the patient powered on the handset, patient started a charge session and implant was 80% charging at an excellent connection. Patient attempted to connect to the mystim app, patient scanned the code of the communicator then placed the communicator over their implant but the handset showed not found again. The issue was not resolved. A request was sent to the repair department to replace the communicator. Pt called in inquiring about the fedex tracking. Agent reviewed information. Pt stated they were in pain. Pt stated that when they had stim on and laying down at night it would cause uncomfortable stimulation. Patient called in stating they received their replacement handset and communicator, but they wanted to know how to sync the communicator and the handset. Patient stated they tried entering the serial number manually, but the screen was stuck on connecting, and was fully frozen. Agent had patient try to close out of mystim application, but they could not press close all button due to unresponsiveness. Agent had patient reset handset. Patient tried to connect and saw set up link, and when patinet pressed start, they just saw connecting circling and circling, and eventually 'medtronic communication is not responding: close app or retry.' Patient pressed close app but could not connect despite green battery light and flashing bluetooth light. Patient closed out of all applications then reset communicator. Communicator was not responsive to initial reset. Agent had patient reset again, and patient then went through the set up link screens successfully. Patient was finally able to locate therapy, and confirmed therapy was off. Agent had patient turn therapy back on. Patient asked if there should be one more program. Agent reviewed role of rep and redirected patient for information regarding programs. Patient stated they did try to contact medtronic reps when this issue began, but they can never get in touch with them. Agent reviewed how to contact reps through healthcare providers office, and patient stated they will try calling healthcare provider. The steps on the call resolved the issue. Patient called stated they received the device and need assistance. Agent assisted patient with connecting to recharger and implant is recharging good connection at 30%. Agent reopened the case to add wr serial number. Additional information was received from the patient stating that circumstances that led to the sensation that felt in hip and uncom fortable stimulation was change in device programming. Patient also informed that they called rep and they didnt help and the issue has not been resolved and requested to help. Patient stated that they do not know what to do and please help.

Manufacturer narrative:
Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.